Manufacturer narrative:
Fragmentation testing of the unolok blunt fill needle per iso 7864 was conducted by the manufacturer in an attempt to recreate the coring failure mode of the device and compare the device's performance under this test protocol to a market competitor. Initial test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needles are tested per iso 7864. As the company continued to receive complaints across multiple lot numbers for this issue, a larger study was initiated with two competitive brands which incorporated test vials sourced from the us market to better simulate the conditions reported from the field. This larger test incorporated multiple punctures with the same needle to simulate standard practice in many of the hospitals that issued the complaints, following their internal protocols. In most cases the number of multiple punctures does not exceed four (4) with the same needle, with one (1) puncture per needle being the norm. A copy of this report is attached also. At this time the manufacturer is investigating a root cause. Although the occurrence is low, and we have received a relatively low number of complaints, the manufacturer has initiated a voluntary recall of the product in the us market, and has halted production and distribution until a root cause and corrective action can be identified. The manufacturer through its us agent, and the initial importer, (B)(4)., are currently working with the FDA to recall all seven (7) lots distributed to the us market since 2014. Those batches have been identified as: 19351r, 16561m, 17531d, 22541d, 22551d, 25551d, and 25551m.

Event description:
It was reported that when accessing the angiomax vial using the blunt tip needle, a piece of rubber stopper was discovered in the solution. The nurse preparing the solution noticed that the rubber had dislodged and was pushed into the vial before the medication was administered to a patient. No harm came to the patient.